Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for a follow-up feeling dizzy. Upon interrogation, the patients right ventricular lead was exhibiting multiple high ventricular rate episodes due to noise. Programming changes were made to switch right ventricular lead sensing to left ventricular lead sensing. No reported issues were noted after programming changes were made. The patient's condition was stable throughout the event.